Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a step during testing. The device's sensor board needs replaced to address the issue. A "service required code was found in the ventilator's downloaded event log. The device's system board was replaced to address the issue. An issue related to the device overheating was observed. The device's blower motor was replaced to address the issue.